Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and it was seen via angiogram imaging that the wds and closure device had perforated the back wall of the laa. Ice imaging confirmed that this resulted in a pericardial effusion with cardiac tamponade. The physician removed the closure device from the patient and a pericardiocentesis was performed. The pericardiocentesis helped to reduce the effusion to a minimal amount. The patient was admitted to the hospital as a result of this event, but is expected to make a full recovery and the effusion has completely resolved.